Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/63 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cycle length criteria for his-bundle capture are capable of determining pacing types misclassified by output criteria. Heart rhythm. 2019. 16(11):1629-1635. Doi: 10.1016/j.hrthm.2019.04.032. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding correcting misclassified pacing type caused by output criteria with cycle length for his-bundle capture. It was reported that loss of capture was exhibited on the his bundle lead. It is unknown if intervention took place. The leads remain in use. No patient complications have been reported as a result of this event.